Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was unable to duplicate the alleged issue. The system was found to function within manufacturer's specifications.

Event description:
The hospital reported that, during a case, the unit was providing flow sensor alarms, affecting mechanical ventilation. The clinician reportedly cycled power, resolving the alarm condition. There was no reported patient injury.